Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: comprehensive reverse shoulder glenosphere, catalog#: 115310, lot#: 988500 comprehensive reverse shoulder central screw, catalog#: 115395, lot#: 430530 comprehensive shoulder mini humeral stem, catalog#: 113632, lot#: 430770 comprehensive reverse shoulder fixed locking screw, catalog#: 180551, lot#: 225090 comprehensive reverse shoulder glenosphere mini baseplate, catalog#: 010000589, lot#: 415160 comprehensive reverse shoulder fixed locking screw, catalog#: 180552, lot#: 446170 comprehensive reverse shoulder fixed locking screw, catalog#: 180551, lot#: 870060 comprehensive reverse shoulder fixed locking screw, catalog#: 180550, lot#: 724660 comprehensive reverse shoulder humeral tray w locking ring, catalog#: 115370, lot#: 931490. Multiple MDR repots were filled for this event: 0001825034-2017-06881, 06896, 06897, 06898, 06899, 08532, 08533, 08534, 08535, 08536. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left shoulder 2-stage revision due to infection. No further information has been provided.